Manufacturer narrative:
The device is undergoing an evaluation, but has not yet been completed.

Event description:
System lock up while z6ms was connected. Investigation is in process.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see h3), update the event problem and evaluation codes (see h6), and provide the investigation results. During the investigation of this complaint, it was determined that the failure of the system error message was caused by liguid infiltration into a hole in the articulation sleeve. The hole was a result of friction with the disinfection tube. It was recommended for the customer to not use the disinfection tube.

Event description:
This is a supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00140) submitted in 2016 did not go through correctly. Additional information was received and it was reported that during system preparation in the or, the transducer failed prior to the beginning of the procedure just after it had been connected to the system. The transducer prompted a usaquisitionhw _35 message and the error could not be cleared. A new transducer was required to continue and complete the procedure. There was a 15-20 minutes delay while a new probe was obtained. There was no loss of data and there was no need to repeat the study as the failure occurred prior to the procedure. There was no patient injury reported. No additional information was provided.

Manufacturer narrative:
This supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00140) submitted in 2016 did not go through correctly. Correction: correct the brand name of the device (see section d1), correct the date received by manufacturer (see section g3). Additional information: additional event information (see section b5), update the device available for evaluation (see section d10), provide additional initial reporter information (see section e1,e2,e3), update the manufacturer's contact information (see section g1), provide the PMA/510(k) information (see section g5), update device evaluated by manufacturer (see section h3), and provide evaluation codes (see section h6), provide additional manufacturer narrative (see section h10). The device referenced in this report was not returned to siemens for evaluation; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined.